Manufacturer narrative:
Initially as part of the troubleshooting process, the user was asked to perform a placement test to confirm the signal strength. The placement test resulted in obtaining an excellent signal from the sensor. However, while moving the arm, the transmitter comes off the skin and no longer communicates properly with the sensor. The user confirmed that there was no issue with the adhesive patch. The user works as a sports trainer in a fitness center and the muscles are always in the movement as a result of which, the adhesive patch tends to bend or loosen at one edge resulting in losing connection with the sensor. The user consulted the issue with the product specialist and also with the hcp and they both agreed that there was no issue with the eversense sensor and the transmitter, but was with the insertion that had been made in the wrong spot. The user was hence advised to discuss next steps, such as removal and replacement of the sensor. This incident does not require any further investigation.

Event description:
On june 21, 2024, senseonics was made aware of an incident where the user reported frequent disconnection between sensor and the transmitter. The user reported that the sensor was not placed in an ideal location. It is inserted into the crease between the shoulder and upper arm in the backside of the arm. This position facilitates disconnection with the transmitter because the transmitter does not remain attached to the arm whenever there is any arm movement. The user was advised to discuss with their hcp about removal and replacement of the sensor.